Event description:
It was reported that during a clinic visit this implantable cardioverter defibrillator (ICD) was found to exhibit oversensing on the right atrial (ra) lead. The field representative called technical services (ts) for further review of the presenting electrogram (egm). Upon review, the presenting egm showed the ra lead also exhibit high out of range pacing impedances measuring greater than 2000 ohms. Ts determined the clinical observations were related to minute ventilation (mv) oversensing which led to false atrial tachy response (atr) episode. It was noted that the ra lead is a competitor lead. Ts discussed programming options with the field representative. The field representative stated that the physician plans to continue to monitor the patient. At this time, the ICD and competitor ra lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).